Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetes ketoacidosis and high blood glucose on (B)(6) 2018 with blood glucose of 400 to 500 mg/dl. The customer's current blood glucose is 389 mg/dl. The customer did not experienced any symptoms related to the high blood glucose. The customer was treated by insulin drip. Troubleshooting was declined by patient for high blood glucose. The insulin pump will not be returned for analysis.